Event description:
It was reported that the bd syringe 5ml ll w/ndl 21x1 rb needle hub had a hole was cracked / damaged. The following information was provided by the initial reporter: material # 309632 batch # 4325352. Rcc received a complaint via email. Operators have reported that some of the needles from this lot either have the green cap not intact to the plunger or there is damage to the green plastic housing the needle. Photos are attached as a reference. The site will continue to use this lot, however, the ones affected will be discarded. Product#: 309632 lot#: 4325352.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle hub hole / cracked / damaged. One photo was provided to our quality team for investigation. It shows three needle assemblies without packaging or plastic shields. One assembly has the top part broken off, with the needle missing. The other two assemblies have damaged needle hubs. No additional defects or imperfections were observed. Based on the investigation and analysis of the photo sample, the reported symptom has been confirmed. Additionally, a device history record (DHR) review was completed for the provided lot number 4325352. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.